Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device connector was found blocked during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "the patient's right intravenous PICC infusion was found to be completely blocked when using a syringe to connect the closed infusion connector to the tube. Consider blocking the tube and disconnect the infusion connector. It was found that the PICC catheter was unobstructed, the connector was blocked, and a new connector was replaced."